Event description:
The customer reported that the affiniti ultrasound system shutdown during a patient examination and was accompanied by a burning smell and some smoke was emitted. There was no patient or user harm associated with this event. After a few minutes, no further smoke was observed, and the device was removed from service. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
Additional information received noted that there was no actual 'smoke' emitted from the ultrasound system. The internal system air filter was not properly maintained and very dirty. Dust blew out from the air vent, and the customer mistook it for smoke. The dirty air filter also was the cause of the system shutdown and resultant overtemperature message due to impeded air flow. Although the device did not perform as intended, a dirty system air filter would not be likely to cause or contribute to a death or serious injury. As such, this event was determined to be not reportable.